Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicm6; -6.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. It was indicated that the patient had residual refraction after implantation. Lasik surgery was performed on (B)(6)2022. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.